Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the leads were pulled down and the ipg was replaced addressing the issue. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18818. Related manufacturer reference number: 1627487-2021-18819. Additional information received indicates that surgical intervention may take place on the leads too.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. As a result, the patient may undergo surgical intervention to address the issue.